Manufacturer narrative:
Manufacturer's investigation conclusion: the reported crack in the outer jacket of the driveline was not able to be confirmed through this evaluation as no images were provided and the device was not returned for evaluation. A specific cause for the reported damage could not be conclusively determined through this evaluation. The patient ultimately underwent a pump exchange on (B)(6) 2022 (related manufacturer report number 2916596-2022-15489). The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary, use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the outer silicone layer was cracked but the inner layer was intact. The patient protected this first at home with wrapped plasters. The old plaster and adhesive residue were removed. The damaged driveline was reinforced with repair tape.

Event description:
It was reported that there was damage to the outer silicone layer. The old plaster and adhesive residue was removed. The damaged driveline was reinforced with repair tape.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.